Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe and contamination shield was returned for evaluation. The proximal end of the contamination shield was approximately 99cm from the catheter tip. The catheter was connected to both vigilance I and vigilance ii monitors and the "check thermistor connection" error message was observed. Continuity testing revealed that the thermistor circuit had a full open condition. When the thermistor connector was opened, the leadwires were found caught between the housing and the connector; both leadwires were broken off. The thermal filament circuit was continuous and there were no open or intermittent conditions observed. No visible inconsistencies to the thermal filament connector were observed. The resistance value of the thermal filament circuit was within specifications. No visible inconsistencies were observed on eeprom data. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body or returned syringe was observed. Visual examinations were performed under 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint was confirmed during the evaluation and is related the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.

Event description:
It was reported that "cco value could not be measured during use, and when the customer checked the blood temperature (bt), it was confirmed that the indicated bt was 15.0 degrees c." No patient injury was reported.